Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. Technical services confirmed that the leds did not light up, nor was there a video image. No sign of physical damage. The blade was replaced. Service complete.

Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t4, the blade displayed no image and had a failing led. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.